Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar was missing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink luer activated set disconnected from a stop cock when the luer lock connector was broken off. There was no patient injury or medical intervention associated with this event. No additional information is available.